Manufacturer narrative:
Insulin pump received with critical pump error (open book) and unable to download, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump crack in the front of panel above the button. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.